Event description:
It was reported with the use of the bd vacutainer® urine collection cups there was sample leakage. The following information was provided by the initial reporter: the customer stated "when they had the patient fill the cup with urine and the staff went and screwed the lid on, they put it in a bad to transfer downstairs and the urine cup leaked in the bag. They double checked the lid and the lid was screwed on correctly."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-27. H6: investigation summary: bd received four (4) samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® urine collection cups there was sample leakage. The following information was provided by the initial reporter: the customer stated "when they had the patient fill the cup with urine and the staff went and screwed the lid on, they put it in a bad to transfer downstairs and the urine cup leaked in the bag. They double checked the lid and the lid was screwed on correctly."